Manufacturer narrative:
(B)(4).

Event description:
Analysis was completed for the generator 01/24/2017. The device output signal was monitored for more than 24 hours, while the generator was placed in a simulated body temperature environment. Results showed the device provided the expected level of output current for the entire monitoring period. Diagnostics were as expected for the programmed parameters. Electrical evaluation showed the generator performed according to functional specifications. The report of low battery was not duplicated. The battery measured 2.831 volts and shows an ifi=no condition. The downloaded data revealed that 95.977% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that a generator was replaced because the patient was having breakthrough seizures. Follow-up to the company representative provided the battery was replaced due to the breakthrough seizures and a low battery. An estimate of battery life estimated 0.6 years until the battery would reach near end-of-service. The generator was received by the manufacturer. Analysis is underway, but has not been completed to-date. Additional relevant information has not been received to-date.